Event description:
It was reported that the 9800 system had a ma error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament and collimator were calibrated during the service call. The system was found to be working as intended, and put back into service.